Event description:
The sales rep reported the patient had swelling and discharge around the incision site after an open rotator cuff procedure. The surgeon used 2 super quick anchor plus anchor&apos;s in the patient. He decided to bring the patient in for a second surgery and cleaned the area as well as started the patient on antibiotics. The surgeon did not remove the anchors from the patient and took a culture which came up with nothing. The patient is okay and has healed since. Our sales rep reported via (B)(4) on (B)(4) 2014 that the patient had the second surgery on (B)(6) 2014. The patient is male, age unknown, and is now doing well. See associated medwatch number 1221934-2014-00258.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A review of the sterile load resulted in no other similar complaints. It was reported that no cause was determined for the reported event by the hospital and that the patient has recovered well after the cleanup of the area and antibiotics. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the patient had swelling and discharge around the incision site after an open rotator cuff procedure. The surgeon used 2 super quick anchor plus anchor's in the patient. He decided to bring the patient in for a second surgery and cleaned the area as well as started the patient on antibiotics. The surgeon did not remove the anchors from the patient and took a culture which came up with nothing. The patient is okay and has healed since. Our sales rep reported via email on 5-28-14 that the patient had the second surgery on 3-22-14. The patient is male, age unknown, and is now doing well. See associated medwatch number 1221934-2014-00258.